Event description:
It was reported that the subject device had cuts in the gray protective sheath of the video cable. The event was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b6, b7, d8, d9, h2, h3, h4, h6, h8, h11. The device was returned to olympus for inspection. And the reported failure "only for checking" was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the most probable cause of the identified failure component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had cuts in the gray protective sheath of the video cable. The event was found, during reprocessing. There were no reports of patient harm.